Manufacturer narrative:
It was reported only that the lead was taken out of service. No information was available if the product in question was actually explanted. The lead was in use for treatment and implanted for approximately 13 years,9 months prior to being taken out of service due to an unspecified malfunction. As the location of the lead is unknown, it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the malfunction could not be determined. Qa is unable to review the device history records. The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The manufacturing inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted. The instructions for use (IFU) zy series provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. In addition, the IFU provides the following: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particular those who perform repetitive upper extremity exercise at work or play should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The lead was taken out of service and will not be returned for analysis. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that both leads were removed from service due to a lead malfunction. The leads were implanted (B)(6) 2004 and taken out of service on (B)(6) 2018. It is not indicated whether the leads were explanted or abandoned/capped. Although requested, as per the reporter, additional information is not available.